Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been more than 1 year since the subject device was manufactured. Based on the results of the investigation, the cause of the residual foreign matter could not be identified. A definitive root cause could not be established. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found insufficient angle of the insertion tube bending tube, foreign matter on the distal end cover, operation part had play in the angle, the curved rubber bonding part was missing from the insertion part, the universal cord connector side had a red mark, the distal cover was burnt, the insertion part soft tube was scratched. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the evis lucera elite gastrointestinal videoscope there was an insufficient angle of the insertion tube. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: foreign matter was found on the distal end cover. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.